Event description:
The customer reported that several drops of clear fluid were coming from the blood sampling valve (bsv) of a coulter lh 500 hematology analyzers during instrument startup. The customer could not identify the source of the leak. The leak was contained within the instrument. The healthcare worker interfacing with the instrument was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. Quality control results were within acceptable limits and there appeared to be no affect to patient results. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) found the probe wipe not aligned properly with the tip of the manual probe. The fse performed a probe wipe alignment. The fse verified that all tubing on the blood sampling valve (bsv) was secure and no leaks were detected from the bsv. The instrument was returned into operation. The cause of the event was that the probe wipe was not aligned with the tip of manual probe. No discrepant results were generated for this event; however, this specific failure mode may cause erroneous patient results to be generated upon recur. (B)(4).